Event description:
Additional information was received on (B)(6) 2012 when the generator was received by the manufacturer. The reason for generator replacement was end of service. Product analysis is currently underway and has not been completed at this time.

Event description:
It was reported via clinic notes dated (B)(6) 2012 and received on (B)(4) 2012 that a vns pt was having more seizures which required treatment with diastat. The seizures are focal seizures and the heart rate was elevated to 160 bpm. The pt was said to be waiting on getting his vns device replaced, however, the physician also stated the increase in seizure activity could be due to an illness or infection. The family stated that two weeks prior to the increase, the pt did have an upper respiratory illness and was taking ceftin however he is not longer taking the medication. The pt is afebrile. The pt was given add'l prescriptions for aeds while waiting on getting his vns device replaced. Good faith attempts to obtain add'l info have been unsuccessful.

Event description:
Additional information was received on (B)(4) 2012 where the physician reported none of the seizures or increased heart rate were due to vns. The patient had been lost to follow up for several years and initially it was decided that since seizure control was satisfactory, the device would not be replaced, however, it was later determined that it should be replaced as the battery was "dead." The patient had the generator replaced on (B)(6) 2012. Good faith attempts to obtain the explanted generator will be made.

Event description:
Product analysis of the explanted generator has been completed and the device was found to be at end of service as the result of normal battery depletion. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.